Manufacturer narrative:
Internal complaint number: (B)(4). A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Heavy char was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled off, exposing the metal tip of the cold jaw. The detached silicone insulation from the hot jaw was not returned for evaluation. The silicone insulation on the hot jaw was observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they said that a piece of plastic came off the cautery tool into the patient. They were able to retrieve and no issues. There was a 10 minute delay. No extra incisions. Opened a new kit and finished the vein harvest. No patient issues and the vein was not harmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they said that a piece of plastic came off the cautery tool into the patient. They were able to retrieve and no issues. Opened a new kit and finished the vein harvest. No patient issues and the vein was not harmed.